Event description:
The pump was reported to have free-flowed, initially believed by the customer to be due to a physical malfunction of the door not closing properly. The nurse noted that during programming at 8:40pm, she got interrupted to restart another pump alarming for occlusion. She finished the dopamine programming and started it. Within a few minutes she noted an increased heart rate, so she turned the channel off, noting that the dopamine bag was still full. She did not close the roller clamp, but turned the pump off. The heart rate remained up so called the physician and implemented measures to slow the heart rate, not thinking it was the dopamine. When she began to hang another drip, she noticed that a significant amount of dopamine was missing from the bag that she had turned off. At 9:19pm she opened the channel door and removed the tubing. Cardizem and adenosine were started to control the heart rate.